Manufacturer narrative:
The investigation into the positioning issues and the low pump flow issue has been completed since the initial report was submitted. The product was not returned for investigation. As per the clinical details, the doctor found the pump in a poor position every time after starting. The cause of the positioning issue was most likely due to use as the pump was able to be placed in the proper position after some time. The root cause of the low pump flow was undetermined.

Event description:
The user facility reported that a 69 year old male patient was implanted with an impella rp pump for mechanical circulatory support. It was documented that following implant, flows were unable to rise above 1 lpm. Repositioning was completed; however, each time the pump was released following troubleshooting, the device would retract back into poor positioning. Manual manipulations were attempted for over two hours, after which the decision was made to explant the pump. The patient was subsequently placed on a right ventricular assist device via centrimag. There was no patient harm as a result of the noted issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.